Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily calcified and moderately tortuous distal portion of the left anterior descending artery. Reportedly, after pre-dilating the lesion an attempt was made to cross the lesion with a rx xience xpedition 2.75x33mm stent delivery system (sds), but resistance was felt and the distal part of the sds shaft broke, but did not separate. The device was removed and a rx xience xpedition 2.75x28mm was implanted. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken shaft was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.